Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred and the customer did not hear any alarm from the pump. Subsequently, the customer was hospitalized with an elevated blood glucose (bg) level of 650 mg/dl. Customer received magnesium, potassium, and antibiotics to address bg level. Additionally, it was reported that a minimum fill notification occurred and that the wake button was intermittently delayed in responding to presses. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
Describe event or problem replaced.

Event description:
It was reported that multiple occlusion alarms occurred and reportedly the pump did not declare an audible alarm. Subsequently, the customer was hospitalized with an elevated blood glucose (bg) level of 650 mg/dl. Customer received magnesium, potassium, and antibiotics to address bg level. Additionally, it was reported that a minimum fill notification occurred and that the wake button was intermittently delayed in responding to presses. During troubleshooting with tandem technical support, the customer was instructed to induce a button alarm and reportedly the alarm did not sound. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, the customer had manual injections as alternate insulin therapy.